Event description:
On (B)(6) 2013 patient reported she has been hospitalized twice in the last two weeks due to low blood glucose levels. Patient stated her blood glucose level at the time of the first incident was 46 mg/dl and 23 mg/dl at the time of the second incident. Patient reported both of the blood glucose tests were performed on the emts' meters. Patient's normal blood glucose range is around 230 mg/dl. Patient stated she was taken to the hospital by the emts and treated at the hospital with an IV of glucose. Patient reported the doctor advised that the low blood glucose incidents were due to incorrect basal rate settings. Assisted patient with adjusting basal rates. Patient stated she was hospitalized the first time overnight on (B)(6) 2013. Patient reported she was admitted to the hospital for 3 days for the second incident beginning on (B)(6) 2013. Patient stated she took a bolus 5 hours prior to the first hospitalization on (B)(6) 2013 and a few minutes before emts were called the second time on (B)(6) 2013. No product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.